Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room during the surgical procedure to remove the cataract. The surgeon noted the anterior capsule tear while removing the cortex with irrigation and aspiration. No add'l complications and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the o.r. Surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no anomalies found to be within acceptable limits. It was noted by optimedica personnel who were present during the procedure that the capsulotomy was 100% cut and that the surgeon did use continuous curvilinear capsulorhexis (ccc) technique to extract the capsule disk. System database video images indicated the absence of, or minimal, horizontal eye movement during the laser treatment. The catalys system performed as design; however, the cause(s) of the anterior tear is unk.